Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3042130. Medical device expiration date: unknown. Device manufacture date: 2013-03-21. Medical device lot #: 3224129. Medical device expiration date: unknown. Device manufacture date: 2013-10-01. Medical device lot #: 4006087. Medical device expiration date: unknown. Device manufacture date: 2014-02-20. Medical device lot #: 4006088. Medical device expiration date: unknown. Device manufacture date: 2014-02-22. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 boxes of syringe 1.0ml 31ga 8mm ufii 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that the consumer had five boxes of insulin syringes without the expiration date. Verbatim: spouse has 5 boxes of insulin syringes with no expiration date. Stated 1 box did have the expiration date of 2019 on it. Stated the boxes are unopened. Advised spouse the product boxes would be expired".

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4006087, and 4006088. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Due to the batchs 3042130 and 3224129 being produced in 2013 and files are retained for 7 years, no DHR can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that 5 boxes of syringe 1.0ml 31ga 8mm ufii 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that the consumer had five boxes of insulin syringes without the expiration date. Verbatim: spouse has 5 boxes of insulin syringes with no expiration date.stated 1 box did have the expiration date of 2019 on it.stated the boxes are unopened. Advised spouse the product boxes would be expired."